Event description:
The physician reports that, the crystalens was torn when inserting the lens using the staar surgical lens injector system. The lens did have patient contact, however, no further details were provided. Additional information has been requested from the physician.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.